Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 2 months. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had an intracranial hemorrhage in the right hemisphere. The details of the clinical condition were reported as cerebral apoplexy (other (half blind)). The cause was reported as being in relation to the device. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. Stroke, bleeding, and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.